Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly during visual inspection. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she went into the sea with the insulin pump. The customer stated she was now having low blood glucose in the mornings; she reduced the basal rates by half and treated with soda. Customer stated the display went blank immediately after exposure to moisture. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.